Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of tibial tray at unknown interface. The patient indicated he had a fall. Cement manufacturer is unknown. The tibial sleeve was well fixed. The insert, tray and sleeve were removed. A larger sleeve was broached up to a larger stem, put a stem down and placed a rp tc3 insert for balance in both flexion and extension. Doi: 2 years ago; dor: (B)(6) 2018; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.